Manufacturer narrative:
Stryker evaluated the customer's device but was unable to verify or duplicate the reported power issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was unable to confirm the reported issue. No malfunctions were observed. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device powered on to AED mode and the screen and buttons were frozen prohibiting the user to select lead. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered on to AED mode and the screen and buttons were frozen prohibiting the user to select lead. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker was made aware that the customer initially reported the incorrect serial number of the device used in the event. Section d4 of the initial medwatch report (MFR report # 0003015876-2024-02130) indicates: serial # - (B)(6). Section d4 of the initial medwatch report (MFR report # 0003015876-2024-02130) should indicate: serial # - (B)(6). Section h4 of the initial medwatch report (MFR report # 0003015876-2024-02130) indicates: manufacturing date: 10/13/2022. Section h4 of the initial medwatch report (MFR report # 0003015876-2024-02130) should indicate: manufacturing date: 12/03/2021.

Event description:
The customer contacted stryker to report that their device powered on to AED mode and the screen and buttons were frozen prohibiting the user to select lead. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.